Manufacturer narrative:
A review of all documents included in the DHR did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(6) 2012, which did not identify any additional information to this investigation. (B)(6). (B)(4). Revision surgery with no reported patient symptoms. Screw backed out. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Surgery date: (B)(6) 2012. The screw of the hardware is coming away in the body of the patient. A revision surgery was planned on (B)(6) 2012. We will be gathering detailed piece of information. Fixation level is c5-c6. A screw implanted cranial was backed out. The devices had been replaced with competitor's.

Manufacturer narrative:
Product analysis: optical examination identified plastic material deformation on screw head/driver interface features suggest atypical torque may have been utilized during screw implantation, consistent with acute proximal/distal angulation. The head diameter was found to be within print specification. Marked interface was witnessed between the screw head diameter and the anti-migration wire measures ~0.08-0.06 <(>&<)> ~0.43-0.14mm, respectively. There was nominal engagement of the bone screw head with anti-migration wire by design (0.56mm), suggesting screw angulation may have resulted in sub-optimal screw retention. The above observations are consistent with insufficient screw retention by the anti-migration features, consistent with acute screw angulation.

Event description:
The screw of a device is coming away in the body of the patient. A revision surgery is planned. Fixation level is c5-c6.